Event description:
A field service engineer (fse) at beckman coulter inc. (Bci) noticed during installation that the phosphorous module was showing signs of leaking. No injury was reported.

Manufacturer narrative:
The customer was provided with a replacement.